Manufacturer narrative:
(B)(4). Device is a combination product. Device evaluated by MFR: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that during a percutaneous transluminal coronary angioplasty (ptca), stent inadequate apposition, balloon deflation failure and withdrawal resistance occurred, and the patient had tachycardia. The indication for the index procedure was non q wave st-elevation myocardial infarction (stemi). Vascular access was obtained via radial artery. The de novo target lesion was located in the moderately tortuous and severly calcified distal right coronary artery (rca) to posterolateral branch (pl) with 99% stenosis and was 25 mm long with a reference vessel diameter of 2.5 mm. The lesion was eccentric with 55 ejection fraction. The lesion was pre-dilated with a 2.0 x 20 mm balloon catheter with 60% residual stenosis. Then a 2.50 x 38 mm promus element stent was placed with dilation to 10 atm for 10 seconds. Post stent deployment, it was noticed there was no balloon deflation. With the balloon still inflated, the stent delivery system was carefully removed using a non-bsc 50 cc luer lock suction syringe and resistance was encountered during the withdrawal. The stent remained implanted but it was not fully deployed. Another non-bsc stent was deployed in the lesion overlapping the promus element stent. The lesion was post-dilated using a 2.0 x 20 mm non-bsc balloon catheter. The patient had tachycardia during the balloon withdrawal. No further action was taken and the event was resolved. In the opinion of the physician, this event might due to the heavy calcification in the lesion.